Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported plunger movement difficult. Event description: current batch has extremely high plunger resistance and makes our pumps alarm and make a clicking sound like they are breaking." This something they have not experienced before with different lots. Material#: 309653 batch#: 4204984 injuries or adverse event: no.

Manufacturer narrative:
(B)(4) follow up for device evaluation a report was received indicating high plunger resistance. To support the investigation, four samples in sealed blister packaging were submitted for evaluation by the quality team. A visual inspection was conducted, and no defects or abnormalities were observed. Each sample underwent sustaining force testing, which measures the force applied to the plunger rod during downward movement to expel the solution. All test results were found to be within specification. A review of the device history record was completed for material number 309653, lot 4204984. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the returned sample analysis and the investigation conducted, the reported symptom could not be confirmed.